Event description:
(B)(4). It was reported that in-stent restenosis occurred. In (B)(6) 2011, the patient was referred for cardiac catheterization which revealed two (2) target lesions. Target lesion #1 was a de-novo lesion located in the distal right coronary artery (rca) with 70% stenosis and was 18mm long with a reference vessel diameter of 3mm. Target lesion #1 was treated with predilatation and placement of a 3.00 x 20mm taxus element stent. Following post-dilatation, residual stenosis was 0%. Target lesion #2 was a de-novo lesion located in the mid rca extending to mid rca with 70% stenosis and was 22mm long with a reference vessel diameter of 3mm. Target lesion #2 was treated with predilatation and placement of a 3.00 mm x 24 mm taxus element stent. Following post dilatation, residual stenosis was 0%. On the same day, the patient was discharged on aspirin and clopidogrel. In (B)(6) 2012, the patient presented with chest discomfort. Coronary angiography revealed 90% diffuse restenosis of the previously placed study stent in mid rca that was treated with balloon angioplasty and placement of a 3 x 16mm promus element drug eluting stent with 0% residual stenosis. On the same day, the event was considered to be resolved without residual effects.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: the device was not returned for evaluation. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).